Manufacturer narrative:
Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the screw thread is damaged on a medium clamp instrument. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The surface of the returned clamp has been damaged due to strenuous cleaning or decontamination. However, the adjustment screw thread was not damaged and the clamp movement was normal. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.